Event description:
It was reported to medtronic neurosurgery that the valve failed preimplantation testing and that the valve had no patient contact. According to the report, the surgeon was not able to pre-fill the valve.

Manufacturer narrative:
The valve was patent and passed leak testing. The valve did not meet the requirements for siphon and reflux testing, which precluded pressure-flow and preimplantation testing. Proteinaceous debris was found on the exterior of the valve and identified in the valve adjustment mechanism. The reported event stated that the valve had no patient contact, but the proteinaceous debris found on the exterior and within the valve indicates that the device was used with a patient. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of our valves are one hundred percent tested at the time of manufacture.